Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effects of recurrent mr and edema appear to be due to the slda. Mr and edema are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient returned to the hospital due to the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) a clip was inserted and deployed on the mitral valve reducing mr to grade 1. Five weeks later that patient returned with edema and mr was grade 3. One clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.